Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user received an "unable to authenticate" error during login and able to log in successfully earlier but later encountered the error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.